Event description:
It was reported that during the pre-test, the foley tray syringe could not be removed, and when tried to pull it out forcefully, the syringe broke off at the base.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed: cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the syringe tip broken. The broken tip part was not returned. However, the exact cause of how and when problem occurred could not determine. Further investigation has been documented under scar-24-06-001. A potential root cause for this failure could be defect generated at supplier's site or could be contributed by user related during handling the product. Pfmea ra87p040 rev 37 (medical kit packaging and cartoning process) was reviewed for this investigation and has addressed in step/item # 13. A potential root cause for this failure mode could be due to defective/torn/broken components. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley tray syringe could not be removed, and when tried to pull it out forcefully, the syringe broke off at the base. Based on the clarification received on 06aug2025, the reported issue was that the syringe could not be detached from the valve after the pretest, and the syringe tip broke. There was no mention that water could not be withdrawn.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Based on the evaluation, it was observed that the syringe tip broken. The broken tip part was not returned. However, the exact cause of how and when problem occurred could not determine. Further investigation has been documented under scar-24-06-001. A potential root cause for this failure could be defect generated at supplier's site or could be contributed by user related during handling the product. Pfmea (B)(4) rev 36 (medical kit packaging and cartoning process) was reviewed for this investigation and has addressed in step/item # 13. A potential root cause for this failure mode could be due to defective / torn / broken components. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. Correction: d, e, h this report references a us equivalent device. The us UDI equivalent for this product number is used . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the foley tray syringe could not be removed, and when tried to pull it out forcefully, the syringe broke off at the base.